Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a vagus reflex during the procedure.during a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a vagus nerve reflex when ablation energy was delivered. The patient had a previously implanted pacemaker which treated the vagus nerve reflex. The procedure was able to be completed successfully afterwards. The device is not expected to be returned for analysis due to disposal.